Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose levels. The customer's blood glucose level was 45 mg/dl at the time of the incident. The customer did not mention how they treated. The customer reported they were driving and had a severe low blood glucose event which caused the patient to pass out. The customer mentioned the retainer ring is still there and not broken, missing, or cracked. The insulin pump will not be returned for analysis.